Event description:
The initial reporter received a questionable elecsys ferritin result for one patient sample tested on the cobas 6000 e601 module. The initial result was reported outside of the laboratory. The reporter noticed the result on the printout of the analyzer which prompted a rerun of the sample. The initial result was 1 ng/ml with a repeat result of 21 ng/ml. The reporter could not confirm which was the correct result. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer noted an increase in the frequency of abnormal sample aspiration alarms in the sampling system. The technical support service (tss) dialed into the system and adjusted the pressure transducer. The tss performed a diagnostic check in the service software with acceptable results. The field service engineer (fse) replaced the sample probe. After service, no further issues were reported by the customer.  The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.